Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that the device was returned and the patient was currently doing well. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced underdose symptoms with the location reported as ¿cenral.¿ the patient¿s pump logs were checked noting an alarm for critical motor stall as the stall had not recovered. The pump was refilled ¿(nacl 0)%)¿ and the pump was reprogrammed to ¿minimal flow rate-motor stop.¿ the issue was reported as unresolved and the cause of the issue was not determined. The explant and replacement of the pump was planned for approximately (B)(6) 2014. At the time of the report the patient's status was reported as alive-no injury. This device system at one time had delivered prialt (noted to be on (B)(6) 2010), then an unknown medication, and then finally hydromorphone in 2014. The system reportedly delivered hydromorphone at the time of the event. The pump was being returned for analysis. Additional information was requested to verify the patient¿s current status but this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).